Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited high threshold measurements and loss of capture. Since the device would have had to be programmed with maximum rv outputs in order to maintain the correct safety margin, a lead revision procedure was performed. The rv lead was surgically abandoned and a new lead was successfully implanted. No adverse patient effects were reported.